Event description:
It was reported that the patient presented for the lead revision procedure. Prior to the procedure, it was noted that the atrial lead had dislodged and exhibited failure to capture and failure to sense. The atrial lead was repositioned into the right atrium during the lead revision procedure. The patient was in stable condition throughout the procedure.